Event description:
Plus USA rec'd a copy of a 3500a from FDA indicating that, "after completing a total knee revision procedure, the post-op film showed a retained piece of a drill bit." And "there was no perceived difficulty with the equipment during the case. The physician involved felt it did not pose a threat to the pt and at this time elected not to bring pt back to surgery." Follow up with the agent and surgeon involved indicates that the pt is doing very well and is not experiencing any pain or other problems. They believe the drill bit breakage might have occurred through contact with the retractor during the procedure, but no problems were noticed at the time.